Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the patient underwent a filter implantation through the femoral vein. After reaching the designated position, the filter was retracted for release, but it failed to deploy. The surgeon then attempted to withdraw the filter through the original path, but it could not be removed from the patient via the original route. When the entire filter delivery system was withdrawn back to the common femoral vein, the interventional physician invited a surgeon to perform an open surgical procedure to remove the filter. Patient outcome the surgeon performed a surgical procedure to remove the filter from the patient. Upon examination, it was found that the delivery system had been bent.